Manufacturer narrative:
No product evaluation possible at this time. The instrument has not been returned nor has the identifying lot number been provided. Attempts to obtain the suspect device and/or additional information have been unsuccessful.

Event description:
The hexalobe portion of the set screw driver sheared off during tightening.